Manufacturer narrative:
Product analysis: the colourfast device was returned to the medtronic investigation lab (plymouth) for analysis. The colourfast device was returned within the colourfast shelf-box. The shelf-box indicated lot number, 193290252. Within the shelf-box the device was loosely contained within a red biohazard bag which was placed inside the opened sterile label pouch. The opened sterile pouch also indicated lot number 193290252. No images from the procedure were received with the colourfast device. The device tag lot number was 193290252, consistent with the reported device. The colourfast device was removed from the return packaging for examination. The sheath used during the procedure was also returned. The colourfast device remained loaded into the sheath and the sheath was located mid-way along the length of the catheter. A red, blood-like substance was noted in the sheath tubing. It was noted that a blood-like substance prohibited the movement of the sheath along the catheter. The sheath was flushed and could then move along the catheter shaft; however , the sheath was unable to be removed due to the damage along the catheter heating element/coil. Visual analysis of the colourfast device revealed several kinks along the catheter shaft. The kinks were located approximately 27.5cm and 56.5cm proximal to the catheter¿s distal tip. Inspection of the catheter heating element/coil showed that there was a bend in the heating element and the fep was damaged. The area of the observed fep damage was located between approximately 5.5 cm to 6.6cm proximal to the catheter distal tip. The bend was noted approximately 6.0cm proximal to the catheter distal tip. Microscopic examination of the fep damage revealed that the fep appeared to have melted which resulted in bubbling. There was a dark red substance throughout the length of the damaged fep. The dark red substance gave the appearance of a burn; however, the material discovered is most likely dried blood. Further microscopic inspection of the catheter pins revealed that all the pins were straight and attached. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing; the catheter was tested according to specification. The device passed the e+/ e- test and was within the acceptance criterion. The device passed the test tc+/ tc- and was within the specification. The values obtained from the resistor 1 and resistor 2 tests were within the acceptance criterion. The colourfast device was then connected to the rfg2 generator. The catheter passed functional testing on the generator. The device was successfully recognized by the generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle without an advisory message being seen. The device was run for 5 cycles with the rfg2 generator. During each cycle, the did not raise above 120c. The unit was subject to several additional tests such as movement in the power cable, pc board and strain relief to evaluate or discard the possibility of a wiring defect in the catheter. The catheter was able to complete every test it was put through. After functional testing, the device was coil was submerged in water and the dark red substance was attempted to be removed from the device. Only a portion of the substance was able to be removed without damaging the device. Visual inspection of the areas where the blood-like substance was removed revealed the coil was not exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast venous ablation catheter along with a rfg2 during procedure to treat 20 segments in the great saphenous vein (gsv). The lumen was flushed prior to use. The IFU was followed. Resistance was noted during the initial treatment cycle. A guide wire was used for the insertion of catheter. Proper temperature was reached. Catheter temperature thermocouple occurred with the coil unraveled. There were 3-4 cycles delivered. 1 treatment was delivered per segment. An error message of heating coil was displayed from the generator. It was reported that physician had ablated the proximal gsv and after 3-4 burns the catheter became stuck in the patient's vessel. After a lot of manual manipulation was able to dislodge the catheter. Physician then proceeded to burn the remaining gsv. When taking the catheter out of the sheath at the distal end physician noticed a black fibrous material around the heating element on the catheter. This area also has what looks like to be a plastic wrapping around the heating element and the heating element is misshapen and expanded. It is unknown if any part of the coil is exposed. There is an unknown substance that was left on the heating element. There was no resistance during device removal. It is unknown if there is any vessel damage. The device was safely removed from the patient. All components of the device are accounted for. There was no patient injury reported.